Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing with multiple cartridges. Customer's blood glucose level was 430 mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.